Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer from the us alleged that they generated two potential false positive results on two patient samples with the cobas sars-cov-2 and influenza a/b test with the cobas® liat® system. The two initial samples generated sars-cov-2 positive, flu a positive, flu b positive. Repeat testing of the two samples with a different cobas® liat® system were negative results for all 3 targets. (It is unknown whether it was the same sample or a recollected sample). The negative results were reported, and no harm is alleged. An investigation was conducted to evaluate the customer¿s allegation. Per the FDA guidance two (2) mdrs will be filed.

Manufacturer narrative:
Review of the instrument's run data showed, the alleged 2 runs to be a potential false positive for sars-cov-2 & influenza a/b due to abnormal pcr growth curves. Although there were no indications of a permanent performance loss of the analyzer and therefore its repair is not considered necessary through local procedures, the instrument was swapped out by the affiliate. Roche received complaints alleging invalid and/or false positive results with the cobas® sars-cov-2 & influenza a/b test for use on the cobas® liat® system for one or more targets (sars-cov-2, influenza a, influenza b). When reviewing the customer-provided data associated with the reported invalid and false positive results, abnormal pcr curves were observed. Per the on-going investigation, several potential causes for the abnormal pcr growth curves leading to invalids and false positives have been identified. These include tube leaks, abnormal pcr steps, and loose thermal sensor wiring. Overall across the installed base, these issues from product use may occur sporadically. For invalid or false positive influenza results, adverse health consequences are not likely. For invalid sars-cov-2, adverse health consequences are not likely since detectability is high and testing can be performed on alternative platforms. For erroneous positive sars-cov-2 results, there is the possibility of adverse health consequences in high risk individuals. As stated in the instructions for use, clinical correlation with patient history and other diagnostic information is necessary to determine patient infection status. A cobas liat software update and a new cobas® sars-cov-2 & influenza a/b script to better identify errors and detect abnormal pcr curves will be made available in due course. Consignees have been notified. (B)(4).